Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that during the surgery, the tip lock was slided easily due to the vibration of the handpiece during working, subsequently the tip came off from the handpiece. There was a 0-15 minute delay to prepare an alternate product. There was no harm. No part of the device fell into the patient wound. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product evaluation found that the device was returned without the tyvek label or tray, and there was fluid found in the suction/lavage tubing; indicating the device had been used. There was no physical damage to the device. Functional testing found that the device operated as normal, but the tip lock slid easily. Dimensional inspection was completed and found to be within specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to a design deficiency in which the lower end of the dimensional tolerance specifications for the tip lock¿s thickness may not sufficiently mate with the tip lock slot. Actions were previously initiated to address this issue. The event is confirmed.

Event description:
There is no additional information.